Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of reported high blood glucose event. Customer was treated with manual injection and insulin pen for high blood glucose. Customer stated that they was experiencing symptoms like nausea and dried mouth. Customer stated that infusion set cannula was bent. The insulin pump will not be returned for analysis.